Manufacturer narrative:
Service performed on-site troubleshooting and found evidence of a splash of liquid on the harness, right back, above 1 on the card cage on the architect i2000 serial number (B)(4). No leakage was observed at the time of the service visit, and the source of the liquid is unknown. The card cage and harness, right back, above 1 were replaced, which resolved the issue and determined to be the likely cause. The damage(charring/scorching), observed on/in the card cage, i2000sr and harness, right back, above 1 was limited to a small area; the damage did not spread to other parts of the instrument. Review of (B)(4) instrument service history found no additional complaints of charring/scorching on or around the date of this complaint. A review of tracking and trending for the card cage and harness, right back, above 1 found no issues or trends. There is no indication of trends involving the architect i2000sr analyzers related to the current issue. The 2019 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(4) or the card cage and harness, right back, above 1 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Initial reporter: no further reporter information provided due to privacy issues.

Event description:
The customer reported error 5900 step loss detected on (r2 pipettor z motor) on architect i2000 analyzer. The field service representative smelled burning plastic when initializing the architect. During troubleshooting, the field service representative found a burnt cable and connector on the backplane. No injury to the customer or field service representative was reported.